Event description:
Zenith three-piece modular graft was deployed without complication. A post deployment angiogram detected a proximal type I endoleak noted at the aneurysmal neck several millimeters below the right renal artery. The physician elected to deploy another manufacturer's stent at the proximal sealing stent in an effort to resolve the endoleak and secure a seal of the aneurysm. Completion angiogram noted a successful aaa repair with no endoleak presence.